Event description:
Inbound call from patient stating that he does not want the 20g needles to draw acthar, the needles were too thick and caused hole where acthar was leaking and patient unable to draw dose especially the last dose from the vial. No further information provided. Reported to (B)(6) by pt/caregiver.